Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured at the edge of the abutment. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
The dentist reported that patient presented with fractured screw, restoration in hand. Part of screw was in implant and part of screw in the restoration. The dentist managed to get the screw out of the implant and the implant is fine.